Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation was confirmed per provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Per provided information, the patient had vast comorbidities (e.g. Htn, diabetes (dm ii)), which are well-known factors that may increase the risk of valve degeneration, leading to central regurgitation. Additionally, the presence of a native calcified nodule between the non-coronary cusp and the left coronary cusp may have contributed to progressive mechanical stress or impaired leaflet mobility on the implanted transcatheter valve (sapien 3) over time and leading to the central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities, native calcified nodule) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted, due to medical records received. B4, g3, g6, and h2 have been updated. B5, b7, h6: type of investigation have been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 6 years 5 months after a transfemoral aortic valve replacement procedure, the 26mm sapien 3 (s3) valve failed due to central aortic insufficiency (ai), which was treated via valve-in-valve (viv) procedure. The patient left the room in stable condition with a 26mm s3ur. Per the medical record, an echocardiogram from approximately 5 years 8 months post-tavr confirmed ongoing severe regurgitation with mean gradient of 18mmhg. CT workup for viv angiogram also confirmed severe aortic regurgitation (ar) with ava 1.03cm2. Pre-viv transesophageal echocardiogram also confirmed the s3 exhibited central ai due to native calcified nodule between non-coronary cusp and the left coronary cusp. The viv was successful; however, the new valve was left with residual mild central ar and mean gradient 13mmhg.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 6 years 5 months after a transfemoral aortic valve replacement procedure, the 26mm sapien 3 valve failed due to central aortic insufficiency, which was treated via valve-in-valve procedure. The patient left the room in stable condition with a 26mm sapien 3 ultra resilia.